Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer was experiencing intermittent on-going cracked cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.